Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An 8f angiojet® zelantedvt catheter was primed outside the patient for the thrombectomy procedure. The device completed priming. Upon initiating thrombectomy inside the patient, it is reported that suction was lost and the catheter was cracked with fluid leaking. The procedure was completed with another zelantedvt catheter. There were no patient complications as a result.

Manufacturer narrative:
Device evaluation results: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device and blood was present in the attached waste bag. Microscopic and visual inspection revealed at the boot vent hole was incomplete and did not go all the way through the boot wall. The stopcock was detached and not returned for analysis. The device was inspected and it was revealed that the hub was broken and cracked. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and into the thrombectomy mode. The device ran within normal range; however, fluid came out of the hub due to no stopcock attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. Product analysis confirmed the reported event/damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An 8f angiojet zelantedvt catheter was primed outside the patient for the thrombectomy procedure. The device completed priming. Upon initiating thrombectomy inside the patient, it is reported that suction was lost and the catheter was cracked with fluid leaking. The procedure was completed with another zelantedvt catheter. There were no patient complications as a result.